Manufacturer narrative:
Although requested, the device has not been returned and without the device the cause of the complaint cannot be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
It was reported that the patient was in bed, complaining of shortness of breath. During the crew's evaluation, the patient went into cardiac arrest, which was witnessed by the crew. CPR was immediately initiated, and the lifeline arm device was deployed to continue chest compressions. The patient was then transported with the lifeline arm in place. Upon arrival at the hospital, the lifeline arm retracted and began beeping. The crew was unable to resume CPR using the lifeline arm, prompting them to switch to manual CPR. Unfortunately, the patient did not survive.